Manufacturer narrative:
Concomitant products: product ID: 37751, serial# (B)(4), product type: recharger. Product ID: 37714, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. (B)(4). Analysis of the desktop charger (dtc) [serial # c0448850] found a broken connector on the cable assembly.

Event description:
The consumer reported that "everything completely stopped working" and there was a broken connector pin on the desktop charger (dtc). The patient was in a lot of pain as she had not been able to charge her implantable neurostimulator (ins) since the dtc broke, and there was a loss of stimulation due to ins depletion. The patient was unable to charge the implantable neurostimulator (ins) using the implantable neurostimulator recharger (insr) because she was unable to charge the insr due to the broken dtc connector pin. Additional information received from the consumer reported that the patient received a replacement dtc and the replacement dtc did not charge the insr. She plugged the replacement dtc into the insr, but she did not get anything on the screen. The connector pin did not appear bent or loose on the replacement dtc. No outcome or troubleshooting/interventions were reported for this event. Further follow up is being conducted to obtain this information. If additional information becomes available, a follow up report will be sent. The patient's indications for use included spinal pain.

Event description:
Additional information was received from the consumer regarding the resolution of the issue. The replacement of the power/charging cord resolved the charging problem. The patient received what she needed for the pain. The device and therapy deliver issues were resolved.

Manufacturer narrative:
(B)(4)